Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to replicate/confirm the customer reported complaint of "broken." Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The tenaculum forceps was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint regarding tenaculum forceps instrument had a broken cable was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during central processing, the tenaculum forceps instrument had a broken cable. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that there was no patient injury. It was noted that the device was not used on a patient.